Event description:
Report received of an over-delivery due to an operator error in programming the device. In 2002, the pump was programmed per the physician's order to deliver 20meq of kcl in 1000mls of 5% dextrose and 0.45% sodium chloride at a rate of 75ml/hr. The next day at 10:55pm, the pump was reprogrammed to deliver the same solution at a rate of 980ml/hr with a volume to be infused (vtbi was completed. It was reported that 140ml of solution remained in the container. There was no reported adverse effect to the pt. The pt was discharged from the hosp with no adverse sequelea. Though requested, no further info was available.